Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. Per the customer, the sample was discarded.

Event description:
A customer contacted baxter's (B)(4) regarding a system error (s/e) 2240 alarm that appeared on the homechoice (hc) unit. The home patient (hp) states she noticed a wet supply line going to the supply bag leaking. The tsr explained to discard all supplies and to report alarms to the peritoneal dialysis (pd) nurse the next morning. There was no patient injury or medical intervention indicated at the time of the initial report. The patient was contacted on (B)(6) 2010 regarding the leak in the supply line. The patient stated that the leak occurred on the first bag that was hanging on her IV pole and not the bag that was on the heater. When asked where the leak was coming from the patient mentioned that the tubing was just slightly damp and not leaking too much. She did not see any holes or cuts in the tubing and she stated that it could have been a connection issue but she was not sure. The patient mentioned that she went to the see the nurse on (B)(6) 2010 and the nurse had provided antibiotics. The nurse told the patient that if there was any infection to go back to the clinic. The patient stated that it has been a few days now and she is fine and has not had any infection.